Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The hospital has reported no patient injury occurred.